Event description:
Boston scientific received additional information that the patient has retained an attorney and is seeking reimbursement of his out-of-pocket medical expenses and a sum for unnecessary pain and suffering caused by a product deficiency. The legal claim asserts that after the pacemaker was initially implanted in (B)(6) 2013, the patient felt better and was able to resume his active lifestyle. However, within a year of the implant, the patient started to experience fatigue, dizziness and loss of stamina in his normal daily activities. The symptoms were frequent and became worse over the next few years. Through further evaluation recommended by the patient's cardiologist, the patient's health issues were being attributed to a lead anomaly. Subsequently, the pacemaker system was removed. The legal claim asserts that the surgery to remove the pacemaker system was long and resulted in severe wound bleeding, infection, and swelling. The recovery was long and difficult due to the lengthy surgery and being under anesthesia for the long period of time, and the reported complications.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this pacemaker system exhibited noise and oversensing on the right ventricular (rv) channel. Additionally, there was an increase in pacing impedances and thresholds. Subsequently, the patient underwent a revision procedure and the complete system was explanted and replaced. The patient was pacemaker dependent and would get lightheaded. No additional adverse effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.